Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: broken fiber, distal end frame showed denting, outer tube exhibited both bending and dent, cracked objective lens and ring on the image. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to cracked objective lens whereas additional reportable malfunctions found during investigation occurred due to component failure of the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited a black ring in the image. There were no reports of patient harm.